Event description:
Event description guidant received information that pre-implant, this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 3.11v which was more than 0.1v different from the label.